Manufacturer narrative:
The insulin pump had no escape, act or up arrow button response due to corroded keypad traces. The operating currents could not be verified, including the low battery, off no power or battery out limit alarm, due to the unresponsive act button. No flashing display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of not being able to clear a battery our limit alarm due to the act button not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.